Manufacturer narrative:
Device eval: the device was not returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Similar devices were tested in an effort to determine root cause. Proper set-up and de-bubble techniques assured no air bubbles remained within the tubing. The root cause is attributed to improper set up and de-bubble techniques for the tubing. User has established proper set up protocol.

Event description:
The user reported that there was a bubble in the large bore contrast line of the kit. The bubble is noticed during prep. When the manifold is opened, the air bubble travels to the syringe and the air bubble can be removed prior to use. After cleaning the line, this reoccurred once during the procedure. No air was injected into the pt. No harm or injury was reported.